Event description:
The pt was reportedly experiencing intermittency and loss of sound. External equipment was exchanged; however, this did not resolve the issue. Testing showed that the pt's device is not functioning. Surgery to explant the device will be scheduled.